Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has a lot of scratches on the screen of the insulin pump. Customer stated that she is pregnant and that the scratches make it difficult to read the pump screen. Customer's belt clip also broke. Customer was not sure how the damage occurred or if the pump fell. Customer stated that she can read the screen but it is really hazy. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.